Event description:
It was reported that this device is emitting beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Patient has co-morbidities. He does not need pacing nor has received therapy. Patient is inconvenienced by frequent beeping (which cannot be disabled). Physician wants to monitor device and have new replacement windows run every 60 days in lieu of changing device out immediately. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this ICD was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this pacemaker is emitting beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Patient has co-morbidities. He does not need pacing nor has received therapy. Patient is inconvenienced by frequent beeping (which cannot be disabled). Physician wants to monitor device and have new replacement windows run every 60 days in lieu of changing device out immediately. Device replacement was recommended. The device has been explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this pacemaker is emitting beeping tones and recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Patient has co-morbidities. He does not need pacing nor has received therapy. Patient is inconvenienced by frequent beeping (which cannot be disabled). Physician wants to monitor device and have new replacement windows run every 60 days in lieu of changing device out immediately. Device replacement was recommended. The device has been explanted at a surgical intervention and has been returned for analysis. No additional adverse patient effects were reported.